Manufacturer narrative:
G.4. Applicable 510k numbers are k182589; k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: pump alarms occur frequently when using syringes during lengthy procedures. In cases involving prolonged operations, two syringes containing propofol are prepared and pre-filled. Once the infusion from the first syringe is complete, the anesthesiologist replaces it with the second pre-filled syringe. The first syringe is not discarded but reused. When syringes are reused multiple times, alarms tend to occur. Using a new syringe resolves the alarm issue. In my view¿both as a product manager and a clinical specialist¿syringes should not be reused, as there is a potential for aggregate formation resulting from interactions with the syringe components. Theory and practice sometimes diverge; indeed, other operating theaters do utilize plastipak syringes pre-filled with propofol, though they rarely allow them to sit for longer than 30 to 60 minutes (at most). What is bd's stance regarding this issue? What are our recommendations? Per attached email: it seems that the luer lock bd plastipak 50cc (ref300865) syringes block when used too long with propofol in long-term cases. This leads to overconsumption of these syringes because the pumps become blocked ("high downstream pressure") but also potentially a risk of injection of sedimented propofol. Per additional details from communication: on 24apr2026: ideally, I should go to the ward to see if it is related to a change in syringe preparation habits (storage time with propofol). I will get in touch with the syringe product manager as well. 28apr2026: ms. (B)(6), I went to the pharmacy and talked to (B)(6) about it. I have put your name for the follow-up of the complaint. (B)(6) confirmed to me that it was your responsibility and also for the traceability of the batch. Ideally, you should have 5 syringes from the 2602037 batch tested. My colleagues in the quality complaint department will follow up with you to follow the procedure. Do not hesitate to come back to me if necessary. (B)(6)., following our exchange this morning, I filed a complaint because this way, we will have an official response from bd. If you have more alarms on your pumps, it will be helpful to see if anything has changed with the 50ml luer lock syringes. I put in writing what we exchanged. According to the product manager, a syringe containing propofol can be used within 30' to 60' maximum. Going beyond this is not recommended because syringes are medical devices for injection and infusion. It is preferable not to store a medication for a long time. We can do it, but then under the study and responsibility of the pharmacy. From a clinical point of view, my colleague who is in charge of medical affairs agrees with the product manager's point of view. This type of medication is susceptible to contamination and there can always be interactions between the components of the syringe and the medications contained in it. We should avoid storing the medication for too long except under the advice of the pharmacy if it was the desire to use syringes pre-filled in advance for long operations. Bd does not have a medication retention time noted on its technical sheet because there are too many medications in various concentrations and too many habits. Suggestions pending the outcome of the complaint: as you have noticed more alarms with bbraun pumps lately, without changing habits, it is possible to contact the delegate and see for the tolerance threshold because if you did not have occlusion alarms before with alaris pumps, it may be a parameterization. In terms of propofol, you mentioned that when you change syringes, there are no longer problems with the slippage of the plunger and alarms, this is probably related to the fact that the stem of the syringe pump has no constraints and that the pushing is done without forcing. A reused syringe could have aggregates (even if they are not very visible) that oppose the push, and this could explain why the pump goes into alarm. If you reuse the syringes, it is as if you have kept the product in the syringe longer because the product lines the wall of the cylinder. Ideally, it is recommended to change syringes otherwise try to avoid use beyond 30' to 60'. It can also reduce pump alarms. For me, these are the 2 parameters on which you can play and of course, we should not exclude a problem with the batch with the syringes and that the seals slide less well. By making a formal complaint, it will be possible to verify whether the syringes are compliant and/or whether any component of the syringe has changed. Thank you for taking the time to discuss this together. Can you give mrs. (B)(6), 5 syringes from the lot: 2602037 please? Our engineers will be able to test the force to be exerted if it complies with the specifications and will also be able to look at whether one of the components has not changed supplier on the basis of the batch, which could also have created an additional strength of resistance.